Event description:
I am an eyecare professional, I used the topcon kr-800s autorefractor with glare testing in my practice. The glare testing which is used to justify cataract surgery, and (B)(4) reimbursement is very inconsistent and inaccurate. I think the FDA needs to investigate this since there are eye drs performing surgeries based on this instrument. The instrument is manufactured by topcon medical systems and distributed by (B)(4).